Manufacturer narrative:
Approximate age of device ¿ 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, it was reported that the patient had positive blood cultures for staphylococcus epidermis and there was a white blood cell accumulation in the outflow cannula (conduit). The patient was hospitalized and unspecified changes to the medication regimen were made. The patient was discharged home on (B)(6) 2015.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.